Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead t-wave oversensing (twos) noted on non-sustained tachycardia (nst) episode(s). The rv lead remains in use. No patient complications have been reported as a result of this event.